Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer ring, pillowing overlay, stained overlay, cracked battery tube threads, cracked corner of belt clip rails and cracked battery tube. Customer has returned insulin pump due to a crack in the battery compartment. Cracked battery tube threads, cracked corner of belt clip rails and cracked battery tube confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.